Manufacturer narrative:
Complaint is confirmed. Customers and retailers have been informed through the adc fa 16 may, 2006 letter.

Event description:
Customer reported the unit of measurement setting of their locked freestyle flash meter changed. There was no report of death, serious injury or mistreatment associated with this event.